Event description:
It was reported that the implantable cardiac defibrillator (ICD) had an electrical reset and later had an invalid data notification. It was noted that the patient was receiving radiation. The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed a power on reset (por). One - por for critical random access memory parity error, addr=1734, data=3a on (B)(6)-2012 13:39:53. One - patient alert for device circuit error on (B)(6)-2012 13:39:53. The device was not returned, but diagnostic information is consistent with the reported event.